Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a complete analysis could not be performed due to partial lead returned measuring 15.8cm from the connector pin. The damage found was sustained during the surgical procedure.

Event description:
The patient presented to the ER after receiving inappropriate shocks. Upon interrogation, the device was in back up vvi mode. The device was explanted; the lead was capped, as insulation damage was observed.